Event description:
On (B)(6) 2012, while discussing a similar issue (see MDR (B)(6)), the dealer stated that he had heard that an "out of memory" error and reversed CT image failure had occurred at this location.

Manufacturer narrative:
The dealer provided the serial number and address and contact info. Actual circumstances and details of the event are not yet known; we are investigating. The reported failure is similar to the issue reported in MDR 2530069-2012-00011. Investigation is underway.